Manufacturer narrative:
Evaluation results - an injector lot number search was performed for similar complaints within the search, and there was one similar complaint. A cartridge lot number search was performed for similar complaints within the search and there was one similar complaint. A foam tip plunger lot number search was performed for similar complaints within the search and there was one similar complaint.

Event description:
The reporter stated that the surgeon was using a competitor's lens with a msi-pf injector and the lens haptics became damaged. No pt injury reported. More info has been requested, but none has been forth coming. If more info is received, a supplemental medwatch report form will be sent.